Event description:
During testing, it was reported that the drill would operate automatically, without activating the handswitch. No pt involvement and no adverse consequences were alleged with this event.

Manufacturer narrative:
The device is available for evaluation and has reached the manufacturing site for investigation. A follow-up report will be filed once the investigation is complete.